Event description:
Elevated troponin I results were obtained on a patient's samples. The results were reported to the physician who questioned the results. The sample was later rerun on alternate instruments (alternate methodologies) and similarly elevated results were obtained. The patient was sent for a cardiac catherization that was evaluated as negative for injury to cardiac muscle. It is unknown if patient treatment was otherwise altered as a result of the questioned elevated troponin I result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or catherization.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the most likely cause for the discordant elevated troponin I result (relative to cardiac catherization findings) is heterophilic antibody binding. The presence of heterophilic antibodies is consistent with the repeatable results obtained on retesting of samples on the dimension vista(r) loci methodology. Although positive troponin results also were obtained with the alternate dimension rxl heterogenous module and advia centaur methodologies, the presence of heterophilic antibody binding can neither be excluded nor confirmed. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.